Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical tubing led to a nutrition bag not becoming completely empty after the end of infusion. The patient involved was a child who use this fluid delivery every day. There were no reported adverse events.

Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd administration sets - flow stop. Visually inspected device and not able to confirm defect in picture provided. Two products tested for functional accuracy and device passed. Complaint not confirmed.

Event description:
Device evaluation completed and summary in h 10.